Event description:
I am writing in support of a friend whose child is disabled and uses the amt g-j tube g-port connector. This device fails 1-3 times per week causing additional harm to a young child who is already suffering a great deal from other medical issues. I was asked to submit this information to help make the issue a priority for the FDA to force the manufacturers to make changes to the product.